Event description:
On (B)(6) 2019, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio vue meter was producing inaccurate results. The complaint was classified based on customer service representative (csr) documentation and additional information obtained from the patient by a senior csr. The reporter advised the csr that on (B)(6) 2019, the patient obtained a result of ¿54 mg/dl¿ on the lifescan meter, and that on (B)(6) 2019, the patient also obtained readings of ¿439 and 231 mg/dl¿ on the lifescan meter, performed within more than 20 minutes of each other. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The reporter stated that the patient manages their diabetes with a combination of fixed-dose insulins (novorapid; 3 units before meals and glargine; 2 units before bed) but did not specify if the patient took any action in response to the alleged inaccurate readings. The reporter explained that on (B)(6) 2019 the patient ¿fainted in a state of hypoglycaemia and was out of it¿, after the product issue began. The reporter explained that ¿the patient¿s family found him an hour later¿ and treated the patient with glucose. The reporter was unable to specify if a blood glucose test was performed on any other devices. At the time of troubleshooting, the csr was unable to confirm that the correct unit of measure was used at the time of testing or if the results were from the same approved sample site. The csr noted that the patient had not followed the correct testing steps, as the patient did not perform the blood glucose test immediately after his hands were dry from washing them which meant his hands were no longer clean. The csr provided education on the correct testing procedure. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after using the subject device.